Event description:
Customer reported to beckman coulter, inc. (Bec) that there was bloody fluid on the cover of the coulter lh 500 hematology analyzer under the blood sampling valve (bsv). Customer reported that the bloody fluid dripped onto the counter top and the floor. Customer reported that the volume of the leak was less than 20 ml. Customer reported that two of three controls recovered out of range on repeat of 5c controls after discovery of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a fluid leak at the bsv assembly due to a loose bsv knob. The fse tightened the bsv knob. During verification, the fse observed a fluid leak/dried spillage around the needle bellows assembly. The fse found the lower bellows securing ring was broken. The fse replaced the needle assembly. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).